Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during an intra ocular lens implant procedure, lens was not fully implanted into eye and half of the lens was sticking outside the primary incision. The surgery was completed on the same day using back up lens. There was no patient harm.